Event description:
Emt's used the device to administer 2 shocks to a pt diagnosed in ventricular fibrillation. During each subsequent automated ECG analysis (performed while en route to the hosp), the device allegedly displayed an inappropriate motion alarm and ECG analysis was inhibited. The rptr indicated the ambulance had been stopped and there was no apparent movement to cause the motion alarms. CPR therapy was continued during the transport. The pt was not resuscitated. The rptr indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition.